Event description:
It was reported that the patient is receiving radiation and the percentage pacing and impedance measurement was incomplete. The impedance measurements and capture thresholds were valid upon reinterrogation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.